Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to adjust stimulation intensity up and an impedance issue was identified. During an in-person programming session, impedance measurement showed a high impedance value of 40000 on contacts 2 and 3, described as impeded electrodes. Troubleshooting was performed by changing the reference electrode and reprogramming around the impeded contacts, after which the system was reported to act as normal and no other issues were reported at that time. The issue was reported as ongoing and not resolved, the cause was unknown, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.